Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10023. It was reported a suspected clot occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system along with a watchman ® access system were used. The closure device was deployed. As they were assessing the release criteria, they noticed on the transesophageal echocardiogram (tee) that there was a membranous strand near the threaded insert. It was suspected that this was a blood clot. Aspiration was performed by aspirating blood back into the manifold and into a collection bag. They verified on tee that the clot disappeared. The closure device was then released and successfully implanted. The patient was doing well after the procedure.